Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.8-12.5cm from the distal tip. The etfe coating was abraded at this location.